Event description:
It was reported by (B)(6) that the battery device did not provide power to the device, which caused the device to not function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning. Therefore, the reported condition was confirmed. It was further reported that when the battery charger was switched off, charging was not possible. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.